Event description:
It was reported that the system 9800 had problems with motion. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.